Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station on critical override. A technical support service specialist confirmed that the customer issue was resolved. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation system had critical override and outdated patient information. The customer stated that it prevented the user from obtaining medication. Which led to a delay in the delivery of medication.. There were no adverse events or injuries reported based on this incident.